Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported in the session data that the expected reservoir volume was 2.6 ml and the actual was 2 ml at the refill and rate increase on (B)(6) 2014. It was reported that the manufacturer's representative spoke with the patient's nurses and they reported that the patient was doing well.

Event description:
Additional information received reported that the patient's healthcare professional (hcp) has moved the pump several times surgically in the past; usually a year or so after being repositioned, the pump moved again. The patient requested physician information for a closer healthcare professional (hcp).

Event description:
It was reported that the pump was very big and that the patient was a small person. She wished the device manufacturer made them smaller. The pump reportedly took up a big part of her abdomen. It was then reported when it was initially put in, it kept moving up and it was touching her front ribs. It started moving up ¿about three years after pump was put in¿. It was gradually moving up until it actually started touching her left front ribs. Then ¿about 3-4 months ago¿ the health care provider (hcp) had to go in and move the pump down to the lower abdomen area. The patient hadn¿t been able to do surgery earlier because, she was having back problems that she had been treated for. It was then reported it was still not comfortable for her having the pump that ¿is so large¿. The patient reportedly had lost weight, she used to be (B)(6) when she started with pump therapy but now weighed (B)(6). The device system was used to deliver fentanyl, hydromorphone and bupivacaine. It was later reported that the patient had concerns with their device or therapy and that they were working with their hcp or device manufacturer representative. It was reported ¿it is too big. I am a small person¿. It was then reported ¿size too big ¿ touches my ribs¿ and ¿spoke to dr. About the size. Please make a smaller one¿. Additional information has been requested, but was not available as of the date of this report.